Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was returned following the reported event of low flow alarms. A review of the controller event log files spanned approximately 10 hours (B)(6) 2023 from 08:35:10 ¿ 18:07:10 per time stamp). Sustained low flow alarms were intermittently noted throughout the log file due to the flow dropping down to 0 lpm and resolution of the alarms is not captured. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. Additional information provided stated that the controller was exchanged following the flow issue. The controller exchange was performed with return of appropriate flows. They were unable to confirm if there was an issue with the controller. The reported event could not be correlated to an issue with the returned controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-06163 and 2916596-2023-06164. It was reported that the patient presented to the emergency room with no flow. A review of the log files showed multiple low flow alarms and low power hazard alarms, prior to the occurrence of the low flows. There was a brief interruption in power to the mobile power unit. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.